Event description:
It was reported that the patient was having driveline power fault alarms. Log files captured driveline power fault alarms starting at 3:02 pm on 23mar2026. The log also captured multiple low power advisories due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The system controller and modular cable was exchanged which resolved alarms. Images of the modular connector was provided which did not appear to show anything inside the connector that could be causing the alarms.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms on 23mar2026 was confirmed via the submitted and downloaded log files but was not reproduced on the returned heartmate 3 modular cable. The submitted and downloaded log files from controller, serial number (B)(6), captured driveline power fault alarms due to power a faults on 23mar2026. The driveline power fault alarm was then active until the driveline was disconnected later that same day. This is consistent with the reported controller and modular cable exchange. The pump operated as intended while the driveline was connected and there were no other notable events captured. The returned modular cable, lot number 10894834, passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The modular cable was then connected to the returned controller, serial number (B)(6) , and a mock circulatory loop for an extended period without issue. No driveline power fault alarms were observed during testing. The provided information indicated the modular cable and controller were exchanged, and no further alarms have been reported. Additional information indicates the warranty replacement is for 10894834 and the new cable is 11059088. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 10894834) was manufactured in accordance with manufacturing and qa specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 IFU, section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms including driveline power fault alarms. Heartmate 3 IFU, section 2 - ¿system operations¿, and heartmate 3 patient handbook, section 2 - ¿how your heart pump works¿, explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for and inspect the equipment, including the modular cable and system controller. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.